Event description:
During preparation for a cardiopulmonary bypass procedure, the device was observed to be "not working properly." There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.